Manufacturer narrative:
Metriq pump was evaluated by boston scientific. The combo bubble and occlusion sensor failed, and a visual inspection of the metriq pump showed signs of cosmetic damage on rear enclosure and loose door lock on the door assembly. Laboratory analysis was able to confirm the reported clinical observations. The cause of the issue was traced to component failure as the bubble and occlusion sensor failed, which caused the repeated and unreconcilable error messages.

Event description:
This event is being reported for aborted/cancelled procedure with a patient under sedation. It was reported that during a procedure to treat a ventricular tachycardia (vt), a metriq pump and an intellanav stablepoint catheter were selected for use. Had several error messages and they appeared multiple times from the metriq pump: temperature drop, communication and occlusion. Some of the troubleshooting steps taken include pushing on the alarm buttons, turning pump and maestro off/on, opening the pump door and re-calibrate. Taking out the catheter and flush with high speed/turn on low drip rate and then reintroduce. Had to do it several times because the errors reappeared after some time. Only the occlusion error could not be resolved. The physician did not want to use a new catheter to resolve the issue. The procedure was already taking a long time so it was cancelled. Patient was sedated with general anesthesia. The pump was returned to boston scientific for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported, that during a procedure to treat a ventricular tachycardia (vt). A metriq pump and an intellanav stablepoint catheter were selected for use. Had several error messages, and they appeared multiple times from the metriq pump. Temperature drop, communication and occlusion. Some of the troubleshooting steps taken include, pushing on the alarm buttons, turning pump and maestro off/on, opening the pump door and re-calibrate. Taking out the catheter and flush with high speed/turn on low drip rate and then reintroduce. Had to do it several times because the errors reappeared after some time. Only the occlusion error could not be resolved. The physician did not want to use a new catheter to resolve the issue. The procedure was already taking a long time, so it was cancelled. Patient was sedated with general anesthesia. The pump is expected to be returned, following receipt of a replacement unit. This event is being reported for aborted/cancelled procedure with a patient under sedation.